Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Samples were collected in a larger amount of media than recommended in the package insert (3ml instead of 1ml). Root cause: cannot duplicate with retains. Unable to determine. Source: phone.

Event description:
Reported (B)(4) discordant negative sars results for one patient tested as part of an evaluation study. The customer communicated the result was confirmed positive by molecular (pcr testing). The sample tested was saved from a previously known positive patient, collected in 3 ml vtm.